Manufacturer narrative:
Concomitant medical products: t510c25 valve, implanted: (B)(6) 2019, 900sfc28 heart ring, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant the right atrial (ra) lead was removed for an unknown reason. The ra lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.